Manufacturer narrative:
Philips investigated this complaint. At the end of the clinical procedure, the medical personnel in preparation for moving the patient, threw the operation blankets on the table side operating module (tso).this caused the unintentional movement of the c-arm, which led to the collision of the c-arm with the patient. Philips has confirmed with the hospital that the patient experienced little pain in the chest area, where the c-arm pressed down on the patient. There was no injury and no further treatment was needed due to the reported issue. As stated in the instructions for use (IFU) document 4522 203 17232 (chapter 2.1 and 3.6): ¿all medical electrical equipment requires proper installation, operation and maintenance, particularly with regard to human safety. Make sure that no unwanted control occurs of the control buttons of the tableside operation modules, by the patient, textile covers or other means. This can cause serious injury to the patient or any other person¿. The system is equipped with a bodyguard and a force sensor, which detect collisions with the patient anatomy. There is no bodyguard placed in and nearby the location where the c-arm collided with the patient. This is described in the IFU: ¿ with the stand(s) in the head- end position of the tabletop, the stand(s) can hit the tabletop during the angulation/rotation movement of the stand(s). This can cause serious injury to the patient or any other person.¿ however, the force sensor was activated when the c-arm touched the patient. The force sensor stops c-arm movements immediately in order to prevent serious injury and allows for only a limited amount of force to be applied on the colliding object. In this case, the force sensor stopped the c-arm movement automatically and then the hospital staff moved the c-arm from the patient. As stated in the instructions for use (IFU) document 4522 203 17232 (chapter 3.6):¿the bodyguard will, in most cases, not react when a motorized movement causes a collision with the user or other personnel, but the force sensor (current sensing) of the motor movement will be the primary measure to prevent injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA

Event description:
It has been reported to philips that after an examination was completed, the c-arm of the system inadvertently moved and came into contact with the patient. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.